Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 226mg/dl, 104 mg/dl, 151 mg/dl, 84 mg/dl and 126 mg/dl. 325 mg/dl and 60 mg/dl. No quality controls were run during the call. No adverse event reported. A requests was made for return of the suspect product and a replacement was sent.